Event description:
It was reported that the luer lock connection was not secure, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.